Event description:
A report was received that a pt passed away after undergoing an ipg revision procedure. (Refer to MFR report # 2029203-2009-02195). The physician's office informed bsn that the pt was taking oxycontin, lortab, xanac, cymbalta, giodon, and synthroid medications.